Event description:
The customer reported false negative reactions of their positive control with seraclone anti-s. The customer plans to return their positive control that had caused false negative test results and also to send in the supposedly defective product for investigational testing. Our quality control laboratory is still waiting for the samples. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our initial report on this incident.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported false negative reactions of their positive control with seraclone anti-s. The customer has used heterozygous reagent red blood cells of a competitor for their positive control. The customer has returned the supposedly defective product for investigational testing, but none of the panel cells that had caused false negative test results. Our quality control laboratory tested the supposedly defective product seraclone anti-s in parallel to the retained sample with different heterozygous red cells and reagent red cells of a competitor. All positive reactions were correct. Furthermore, a twofold dilution of both the complaint and the retained sample was performed. Both reagents did not reach the minimum titer. Because of missing this acceptance criterion further internal actions have been initiated. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.